Event description:
The account contacted an abbot customer technical advocate (cta) regarding erratic results being generated by their cell-dyn 1700 cs analyzer in closed mode. A patient sample generated an initial hemoglobin result of 7.5 g/dl and when repeated, yielded a hemoglobin of 8.8 and 9.0 g/dl. No flage were generated by the instrument for the hemoglobin parameter except for an "l" indicating that the all three results were outside the established reference range. No impact to patient management was reported.